Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient indicated that she had little loss of bladder control even though she did not feel the stimulation . Patient stated after having it on for a while, she still has a few drops once in a while. It was indicated that if the programmer was nearby or not nearby, she got used to it. If she does not need to feel stim, she would turn it off. If she needs to feel stim, she would turn it back on and has to increase the amplitude.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she used an in tone device for her vaginal area to make the muscles tighter. When she used it shortly after implant she got a jolt and burning sensation. The patient later reported a loss or change of therapy. The night prior to (B)(6) 2016 she did not have her programmer next to her while sleeping, like she usually did, and she ended up soaking her pad like before implant. She wanted to know if she had to have the programmer with her at all times. She went to grab her programmer and when she placed it up near the implant she felt stimulation from 0 to 10 and could feel a difference. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.